Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "severe edematous swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in the lip. 5 months later, patient experienced "severe edematous swelling" on the lip. Treated with cooling, certizin and prednisolone. Symptoms resolved.